Event description:
It was reported that post -op x-rays show a radiolucent line greater than 2 millimeters around the tibial component.

Manufacturer narrative:
Please reference literature at the following location: http://www.ncbi.nlm.nih.gov/pubmed/24420155. This report will be amended when our investigation is complete.